Event description:
It was reported that the balloon on the iab began to unwrap during insertion, and could not be passed through the introducer. The iab was removed and replaced without any complications.